Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 56 cm distance from the tip of the catheter. The tube was cut at 63 cm from the tip of the catheter and the guidewire was cut at 76 cm by the primary user. The guidewire tip did not have any damages. The investigation is confirmed for the reported break issue. However, user reported mechanical jam, problems of retractions and entrapment of the device can not be confirmed as the received sample was damaged by the primary used (guidewire and tube cut). A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure for right superficial femoral artery by pass graft, the rotating helix allegedly came out of the braided sheath. It was further reported that the catheter was stuck and the rotating catheter head come into an unintended contact with graft. Furthermore, the rotation of the catheter allegedly stopped, and was allegedly difficult to be retrieved through the sheath. Reportedly, open surgery was performed to retrieve the broken piece. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Expiry date: 04/2023. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure for right superficial femoral artery by pass graft, the rotating helix allegedly came out of the braided sheath. It was further reported that the catheter was stuck and the rotating catheter head come into an unintended contact with graft. Furthermore, the rotation of the catheter allegedly stopped, and was allegedly difficult to be retrieved through the sheath. Reportedly, open surgery was performed to retrieve the broken piece. The procedure was completed using another device. The current status of the patient is unknown.